Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The complaint says mesh were implanted, but doesn¿t specify the date for each. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2011 due to dyspareunia and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and other unspecified problems. It was reported that patient underwent extensive dissection of suburethral mesh and placement of midureteral sling on (B)(6) 2011 for extrusion and continued sui. It was reported that patient underwent excisional biopsy of abnormal vaginal mucosa for pathology and excision of 4mm segment of mesh for painful intercourse, foreign body in vagina and removal of mesh on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and vaginitis.